Manufacturer narrative:
The field service engineer found that the vacuum nozzle was not clearing all liquid from the dilution vessel. The vacuum nozzle was replaced. The customer ran calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for k and ci results for 1 patient sample on a cobas 8000 cobas ise module. The initial k result was 9.4 mmol/l and the initial cl result was 52 mmol/l. The customer questioned the results and repeated the sample. The repeat k result was 5.0 mmol/l and the repeat cl result was 100 mmol/l. The repeat results were deemed correct. No questionable results were reported outside of the laboratory. The k electrode lot is j79 and the cl electrode lot is u87. The expiration dates were requested but not provided.